Event description:
It was reported that the device was prematurely approaching its elective replacement indicator. The device remains in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device was prematurely approaching its elective replacement indicator. It was later reported that the device reached elective replacement indicator and was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): performance data collected from the device was analyzed. Analysis indicates battery voltage - pre/approaching elective replacement indicator. The device is not yet at elective replacement indicator. As of (B)(6) 2010, the battery voltage was at 2.72 v.